Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device reached possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 3889-28 interstim urinary mgu lead, (B)(6) 2014. A 3058 interstim urinary mgu ipg. (B)(4).